Manufacturer narrative:
The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The returned device was examined. The original packaging was not returned with the sample. There was no visible damage or defect noted. During the sample evaluation air and water flowed from the suction adapter, through the pathway and exited the tubing at the distal end. No occlusion was observed. The rotary manifold functioned as designed. There was no damage or blockage in the double swivel elbow portion of the manifold. No defects were observed on the suction sample that would impede ventilation of flow to the patient. The complaint record does not indicate the type and manufacturer of the endotracheal tube that was used with the halyard closed suction catheter device. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating bronchial aspiration was performed on the patient because his pulmonary congestion increased during a position change. The patient experienced oxygen desaturation which progressed to cardio-respiratory arrest. The patient was resuscitated and the closed suction catheter system was removed. The patient returned to normal ventilation with noted decreasing peak pressures. On (B)(6) 2015 the patient died at 7:05am. Additional information received on 03/24/2015 stated the clinicians suctioned the patient because during the position change he was secreting a lot of mucous. It was noted that he was secreting a lot of mucous and the position change caused changes in the peak pressure. The peak pressure was the peak inspiratory pressure. If the peak inspiratory pressure is too high it is a sign of massive obstruction in the airway. Additional information received on 03/26/2015 stated the device was installed on friday night and remained in use until saturday night. The closed suctioned catheter performed without incident from friday night through saturday night. The patient started decompensating and the clinicians did not notice the desaturation earlier. The ventilator indicated a loss of pressure and volume, the clinicians searched for a leak all along the circuit but no leak was identified. The nurse reported that the only thing that looked unusual was that the manifold on the trachcare was not turning easily. No additional observations were noted. They noted that when they removed closed suction catheter system and reconnected the ventilation circuit without closed suction catheter system everything functioned without incident. The clinicians were unable to note if the closed suction catheter system malfunctioned.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.